Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Unique identifier: (B)(4). The customer replaced the flow sensors to resolve the reported issue.

Event description:
The hospital reported a flow sensor malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.